Event description:
A cartridge alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in loading a new cartridge correctly, enabling the successful resumption of insulin therapy, and the issue was resolved.